Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2020. Additional information: investigation summary: it was reported that the fixation tab was broken off. One open sample of product code sxpp1a301 was received for analysis. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and the sides of the fixation tab were broken. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as on what caused that the fixation tab was broken off. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The instructions for use do contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and the following information was obtained: please clarify how the procedure was complete? No further information is available. Please provide lot number: no further information is available. Status of product return / follow up: we regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2020 and suture was used. During the procedure, when putting the 1st stitch of the initiation technique (cross stitch) on the fascia, the fixation tab was broken off. There were no adverse patient consequences reported. No additional information was provided.